Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose exceeded 400 mg/dl last night. The patient treated with a bolus from the insulin pump. Two and a half hours later they changed his infusion set. In the middle of the night, the patient called his wife from the bathroom and said that he was dizzy and that his blood glucose was over 300 mg/dl. Another bolus was delivered from the pump. Troubleshooting was declined for the high blood glucose. Additionally, the wife mentioned a hospitalization, but that it was non-diabetes related. No products were shipped or returned.